Event description:
Back in 1997-1998, I had a pc of mesh put in me down by my private area. Next day, they had to rush me to ER because of the pain and I told them something was not right. Doctor said may be wrapped too tight. Shot me up with drugs. After several hours, they sent me home. The worst pain ever to this day. Just can't handle the pain any more. I kept reporting it. All they did was ultrasounds and other x-rays over the years but no one will fix the problem. I have been complaining about this for 15 years. The pain so bad, along with burning. I am going crazy trying to deal with this along with my other medical problems. It is not right to keep making some one wait. Worse yet, keep reporting it. Nothing ever has been done. They can not use time on me due to been complaining since day one. It never stopped. Problem is worse and I am scared.

Event description:
Add'l info received from reporter on 01/03/2014. In 1998 I have been getting guidance from the FDA and they said to notify you asap. For 16 years I have been in and out of the hospital over this. The last ultra sound the person doing test told my wife and it looks like it was coming apart but hard to tell because of the mesh. Never heard a thing. I have had every test you can think of. My white blood count has been high ever since that surgery. I called (B)(6) in november telling them I wanted this fixed. They sent me a letter and said they would get back to me in 30 days. December 14, #0 days was up, ignoring me again. So when I went to get my paper work from the hospital on about the surgery and what is in me. I need it on aper. I was thinking they gave me all the paper work but one of your people on thursday read my paper work and noticed they took out every thing about mesh it-self. They told me what items they used for stitch me up so they said to contact medwatch asap. Have had sex problems since surgery. This moment; the pain/burning can't take it no more. I have lost over 60 lbs. Sick to my gut now. I just cannot take it. I think I have a staph infection because of all the pain/burning swelling. I have to go to ER asap. I am scared. They have done nothing for 16 years. What is it doing to my insides after all this time and complaining and being put off. As I said, I don't know anything about the mesh in me. I have seen it a few times on the ultra sounds. Have no info on it. The hospital gave me everything on paper, but as I stated, the mesh part of paper work is missing. They did not give it to me.